Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was pulled through the sheath during aspiration. No issues were noted with the sheath during preparation and the device was able to be flushed normally. After inserting the faradrive and removing the dilator aspiration was performed and a lot of air was pulled from the sheath. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen, due to this leak further testing of the device's valve and flush line were not possible. Microscopic inspection revealed a tear in the flush lumen underneath the handle cap. Based on all the available information, the cause of the reported visible air in the sheath was likely attributed to the device design, as a tear in the flush lumen close to the valve underneath the handle cap of the sheath was identified, creating a leak path. Further investigation is ongoing and bsc is working with the supplier to determine whether any additional solutions will be implemented.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was pulled through the sheath during aspiration. No issues were noted with the sheath during preparation and the device was able to be flushed normally. After inserting the faradrive and removing the dilator aspiration was performed and a lot of air was pulled from the sheath. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received for analysis.